Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws malfunctioned during ligation phase of vessel harvesting. Metal filament separation and plastic distortion of one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects..

Manufacturer narrative:
H10 - updated for additional information tw# (B)(4). A photographic inspection was performed based on the photos received. The photos show the tool jaws with evidence of blood and peeled insulation and bent heater wire. The device was returned to the factory on 01jul2020 and investigated on 06jul2020. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. The heater wire was completely flexed away from the center and tip of hot jaw, but remained attached to base of the hot jaw. The silicone insulation was observed to be peeled off the hot jaw, but remained attached to the jaw. Based on the condition of the device as found, the reported complaint was confirmed for the reported failures ¿material bent/twisted; wire" and "peeled; jaw".

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- device code "break" removed. The device was returned to the factory on 01jul2020 and investigated on 06jul2020. Signs of clinical use and evidence of blood was observed. A visual inspection was conducted. The heater wire was completely flexed away from the center and tip of hot jaw, but remained attached to base of the hot jaw. The silicone insulation was observed to be peeled off the hot jaw, but remained attached to the jaw. Based on the condition of the device as found, the reported complaint was confirmed for the reported failures ¿material bent/twisted; wire" and "peeled; jaw". Specific actions for the reported failure mode ¿material twisted/bent; wire¿, and  ¿peeled; jaw¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws malfunctioned during ligation phase of vessel harvesting. Metal filament separation and plastic distortion of one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects..

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws malfunctioned during ligation phase of vessel harvesting. Metal filament separation and plastic distortion of one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects..